Event description:
The user found the guidewire tip divided during advancing the wire. 2nd guidewire was used from another 5733730 but the wire tip divided again. The procedure was completed in the end.

Manufacturer narrative:
The device has not been returned to the MFR, at this time, for eval. A lot history review (lhr) review is not possible, as not mfg lot number has been provided by the complainant.